Event description:
It was reported that the patient received inappropriate therapies because the device inappropriately detected dual tachycardia. The physician decided to reprogram the device and suggested a cordarone medical treatment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).